Event description:
It was reported that the patient is unable to pump and inflate the inflatable penile prosthesis (ipp). The patient has an appointment with his physician for a device evaluation. No patient complications were reported.

Event description:
It was reported that the patient is unable to pump and inflate the inflatable penile prosthesis (ipp). A revision surgery was performed in which a fluid leak was ruled out and the reservoir was refilled. No components were removed nor replaced. No patient complications were reported.